Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. A review of the device log indicates the customer did not have ECG leads attached to the device. The device was powered on and recognized no lead cable was attached. The user then turned the device to pacer mode and the device prompted an ECG lead fault message; however, the user never connected the ECG cable/leads. Per the x-series operator's guide, for pacing on demand/fixed mode, step 2 states "apply ECG electrodes, attach lead wires, and connect the ECG cable to the x series side panel (see chapter 6, "monitoring ECG" for instructions on attaching ECG electrodes to the patient). Attach hands-free therapy electrodes according to instructions on the electrode packaging. Connect these therapy electrodes to the multifunction cable (mfc)." The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.